Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery while using bioraptor knotless suture anchor, the mechanism broke and was separated from the anchor. It is unknown how was the procedure completed and if there were delays. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection of the returned device found that it is not in its original packaging. The anchor and sutures were not returned. The distal end of the inserter is bent, and the prongs on the distal end of the shaft are bent. There are no signs of a break on the device. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation of the device found that the torque limiter functioned as intended. The complaint of a break was not confirmed, and the root cause could not be determined. The failure mode of shaft deformation was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported events include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that a material certificate of analysis is required. Our clinical investigation concluded: this case reports a breakage of the bioraptor device. It is unclear which portion of the device broke and if all the broken fragments were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during surgery while using the bioraptor knotless suture anchor, the mechanism broke and was separated from the anchor. The peak remained inside the patient. It is unknown how was the procedure completed or if there were any surgical delay. No further patient complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the raw materials found that a material certificate of analysis is required. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.